Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with mild calcification and 85% stenosis. The lesion was dilated and the 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion. Deployment was attempted; however, the stent could not be released and completely failed to deploy. Another same size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the sheath was split in several locations. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. Scanning electron microscopy (sem) analysis was performed to document areas at the distal and proximal ends of the distal sheath, along with a portion of the I-beam under the proximal area of the distal sheath. The distal sheath was documented at areas adjacent to the ends of the stent, revealing slight surface scratches. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.